Event description:
Patient reports wearing the bottom aligner over the last two weeks and although the teeth have straighten up nicely, they are wiggly. Clinical support assessment: educated the customer on mobility and requested a video of the mobility that is being experienced. Mobility video review found minimal mobility on tooth 23. Patient was guided to find and remain in most comfortable, no-pressure lower aligner, and provide an updated video- slb (self-ligated bracket).

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.